Event description:
Pulmonetic systems, inc. Received the following report from a representative: vent putting out very low vte 200 at 1200. Patient went to hospital to be evaluated, due to high anxiety. Patient also has very large leak at trach. Event occurred in 2003. Vent circuit being changed while patient being bagged. Three circuits used with pt indicating they were not getting air. Circuit on test lung operates okay. On pt alarms disc/sense. Pt became anxious and insisted on being taken to the hospital. Pt placed on 7200 vent, patient calmed down, ltv950 checked with respirometer, ltv 950 only delivering 200-500cc when set on 1200 cc. Ltv on 1200 due to gross leak at trach. Switched patient to back-up vent and checked; operating ok. Patient transported home. Accessories: humidifier, o2 concentrator. Power source: ac. No patient harm.